Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-oct-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 06-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient (pt), manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). Physician notified rep that a pt reported to them a few days ago, no specific date was given, that pt had a loss of therapeutic relief, and a shocking sensation, and went to the emergency room (ER). The ER did x-rays and the x-rays showed that one lead had pulled completely out of the epidural space, and the other had moved down a vertebral body, but was still posterior. Physician had rep come and meet with the patient today. The lead that is usable, did provide stimulation in desired areas. Per physicians request, pt reprogrammed only using the posterior lead and was able to provided desired stimulation. Pt to try new programs and follow up as needed. Impedances were normal. Pt denies any falls or any events that would have caused the dislodgment. The pt did not have any shocking sensation while in reps presence and during the reprogram. The issue is not yet resolved, and the rep reported they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep confirmed the hcp/initial reporter.